Manufacturer narrative:
(B)(4). The cell-dyn 3700 system operator's manual, list number 06h89-01, revision f, under chapter 8: hazards, subsection: hazard information and precautions, states the following: warning: potential biohazard. Consider all clinical specimens, reagents, controls, surfaces or components that contain or have contacted blood, serum, or other bodily fluid as potentially infectious. Wear gloves, lab coats, and safety glasses, and follow other biosafety practices as specified in the osha bloodborne pathogen rule (29cfr part 1910.1030) or other equivalent biosafety procedures. Chapter 8: hazards, subsection: physical and mechanical hazards states to wear powder-free gloves, labcoat, and safety glasses when maintaining or repairing the instrument. The risk management file for the cell-dyn 3700 indicates that the user may have exposure to incidents classified as hazardous through contact with bleach or enzyme cleaner during instrument maintenance. Controls in place to reduce the risk are personal protective equipment, handling instructions, hazard classifications, material safety data sheets, and instructions in manual for handling and maintenance of the instrument. The overall risk level is low. A non-statistical trend (nst) review was performed in the complaint analysis trending system for the reported issue. No nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 3700 related to the reported event.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account stated the operator splashed 6% hypochlorite solution in her eye. The operator was trying to clean the cell-dyn 3700 flow cell because the woc results were low compared to the wic results. The operator splashed 6% hypochlorite solution in her eye when trying to inject the hypochlorite solution into tube 1 of the flowcell on the cell-dyn 3700. The operator flushed her eyes immediately with the eyewash. The operator sought medical attention with no damage found. The operator is using rewetting eye drops for irritation, but otherwise is fine. The operator was not wearing protective eyewear when the splash occurred. No additional operator information is available.